Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the tip of medium-large clip applier instrument would not open or close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci medium-large clip applier instrument to perform failure analysis. Failure analysis did not confirm or replicate the reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional.